Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the pt's right eye on (B)(6)2008. The lens was explanted on 05/26/2010 due to low vault. The lens was exchanged for a longer lens.